Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that for 'a while now', they had been having issues with the handset getting stuck at 90%. It takes 5-6 minutes to connect to the pump and deliver a bolus. Agent reviewed information and walked them through clearing data. The patient confirmed the issue was resolved and they were able to connect to the pump without issue. **refer to (B)(4) for report of handset replacement.